Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins). The reason for call was patient reported they haven't been able to charge the implant for several months. Patient stated they had an appointment with manufacturing representative (rep) yesterday and was told to call pats for assistance. Patient reported they have an appointment on (B)(6) 2026 to have the ins repositioned. Patient asked when the implant is depleted if they will see information on the handset screen. Agent asked patient to connect with the recharger application with recharger over the implant area and the screen shows connecting to recharger and not found screen. Agent assisted patient to scanning / pairing the recharger and continued to get connecting to recharger and not found screen. Agent recommend reposition the recharger and patient said this is what has been happening and they cannot charge the ins and that is why they will reposition the implant. Agent reviewed the handset screen will show when the recharger is connected to the ins and they will see battery level with recharging connection on the screen.